Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Operating room nurses were setting up for shoulder arthroplasty case when the wrapped darrach_d223631000 was opened it was noted there was a crack in the distal end of the instrument. Patient consequence? No. Action taken for procedure: another d223631000 was opened up for the case.

Manufacturer narrative:
Investigation summary: review of the provided photographs confirm the reported event. The device associated with this report was not returned for evaluation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.